Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes 8 samples were overfilled. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes 8 samples were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-may-2024. Investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for overfill was not observed. The blood meniscus is visible under the bottom edge of the closure. The customer samples along with retention samples from bd inventory visually inspected with no issues observed. Additionally, the customer samples and 10 retention samples were functionally evaluated for draw volume. All tubes tested were within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.